Event description:
Home pt reports leak at connection of tubing to cassette of homechoice set, noted in prime of automated peritoneal dialysis treatment. Home pt discontinued treatment prior to connecting self and reports no injury or medical intervention.